Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two pns leads (off label use) implanted with the same lot number. It was reported the patient was experiencing pain in his left temple. Patient is implanted with a supraorbital and infraorbital lead. The patient has declined any reprogramming attempts to address the issue. Surgical intervention may be pending to address the issue.